Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented during a routine follow-up. A right ventricular lead fracture was suspected and confirmed via isometric contraction and subsequent artifact on the intracardiac electrogram. On (B)(6) 2017 the lead was capped and replaced. The patient was stable throughout.